Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that two of the infusion sets came off of the customer. She also reported a high blood glucose of 400 mg/dl and no delivery alarms on the insulin pump. She stated that when the infusion set was removed they noticed that the cannula was bent. She stated that they had received a sensor end alert after wearing the sensor for one day. She stated that the sensor was up to 40 points different from the blood glucose reading. Nothing further was reported.